Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that the patient's implantable cardioverter defibrillator (ICD) was "acting funny because the battery is dying." The ICD remains in use. No patient complications have been reported as a result of this event.